Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and the technician found the table to have crushed hand pendant. The hand pendant was replaced and the function returned to normal.

Event description:
It was reported that when a patient sat down on the table it allegedly began tilting on tis own without input the hand pendant. The patient got off the table without incident and the staff removed the table for repair. There was no report of an injury to the patient or a delay in the procedure.